Manufacturer narrative:
One used/damaged airseal 12 mm access port and sound cap were returned for evaluation on 12-dec-2016. Visual examination of the returned device found the unit was received in poor condition and the blue rubber piece of the sound cap was broken. The two broken pieces were also returned. The broken pieces are approximately 15.5 mm and 11.0 mm in length. The exact cause of the breakage was unable to be determined. However, based on available information and evaluation of similar complaints, the quality engineer believed that the most probable cause of this reported problem was use related, in that the blue inner seal most likely got caught by an instrument or suture and was stretched to a point of pieces being torn. This device is a vendor item and the certificate of conformance indicated that the product from this lot #274-15j met final inspection and product release acceptance criteria. Of the lot containing (B)(4) units there were no other similar complaints received. To date, there have been no patient long term adverse effects related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient.

Manufacturer narrative:
As of this filing, the investigation remained in progress. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the airseal 12mm access port in a robotic-assisted laparoscopic prostatectomy (ralp) on (B)(6) 2016, "pieces of the blue rubber" from the airseal sound cap were broken and dropped into the patient. The blue rubber pieces were completely removed with no problems noted. The airseal 12mm access port remained in use with another sound cap to complete the case as planned. The procedure was otherwise completed successfully with no patient injury. Despite the good faith efforts, no patient demographic information could be obtained from the user facility. This report is filed on the basic of potential injury with recurrence.